Event description:
It was reported that the abutment screw fractured and that the dr. Could not remove the fractured portion from the implant. The implant was removed.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: (B)(6) 2019. B5: it was reported that the abutment screw fractured and that the dr. Could not remove the fractured portion from the implant. The implant was removed. D11: correction: lot number: 63541557. G4: (B)(6) 2019. G7: follow up. H1: serious injury. H2: additional information, device evaluation. H3: yes, evaluation summary attached. H6: method, results, conclusions. H10: manufacturer narrative the reported device was received for evaluation along with the concomitant implant. Visual inspection of the as returned products identified a fractured screw piece within a severely damaged implant. The reported condition of an abutment screw that fractured within the implant is confirmed. A device history record (DHR) review and complaint history review could not be performed for the fractured screw as the item and lot number are unknown. A DHR review was completed for the reported concomitant implant. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported concomitant implant for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. The most likely causes for the reported event are excessive loading, abutment over prepped and incorrect assembly. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Weight: patient's weight unknown/not provided. Brand name: device brand name unknown. Product code: device product code unknown. PMA/510k: device 510(k) number unknown.

Event description:
It was reported that the abutment screw fractured and could not remove the fractured portion from the implant and had to remove the implant.